Event description:
It was reported that on (B)(6) 2024, a 33mm epic plus mitral valve was chosen for a procedure. The valve was implanted. On (B)(6) 2024, the patient reported with a profile b heart failure and worsening hemodynamics, transthoracic echocardiogram (tte) with color doppler showed a thrombosis in the prothesis. The international normalized ratio (inr) at the time of thrombus detection was >2. And the inr measured on (B)(6) 2024 was 3.92. An anticoagulant was used to treat the event. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) and heart failure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 33mm epic plus mitral valve was chosen for a procedure. The valve was implanted. On (B)(6) 2024, the patient was symptomatic and transthoracic echocardiogram (tte) with color doppler showed a thrombosis in the prothesis. The international normalized ratio (inr) at the time of thrombus detection was >2. And the inr measured on (B)(6) 2024 was 3.92. An anticoagulant was used to treat the event. The patient was reported stable.